Event description:
Case reported in the american surgeon, 01-jan-2000: "pelvic actinomycosis presenting as malignant large bowel obstruction: a case report and review of the literature: a pt who had an unspecified intrauterine device inserted 19 years earlier, presented to the emergency rrom with worsening abdominal pain and constipation accompanied by distention and vomiting. The abdomen was diffusely tender, with guarding. The rectal vault was empty. Physical and laboratory studies were normal except for mild anemia. A water-soluble contrast enema demonstrated no progression of contrast above the rectosigmoid juncture and showed involvement of the sigmoid colon, distal ileum, cecum, bladder dome, uterus and abdominal wall. Dramatically worse pain prompted emergency exploratory laparotomy, which revealed a lesion resembling advanced malignancy. However, multipe frozen sections showed only inflammatory tissue. A right tubo-ovarian cyst was also encountered. At this point, a resection, including the right colon, a portion of the abdominal wall, upper rectum and sigmoid colon and left ovary was performed. Because of the extensive pelvic inflammation, the uterus and tubes were left in situ. Actinomycosis was identified. Intravenous ampicillin, clindamycin and gentamicin were given. Then iud was removed and pt was initially given penicillin, but after an allergic reaction, was switched to oral doxycycline. Pt was discharged on day 19 post-operative. Four months after initial surgery, and after 10 weeks of antibiotic therapy, the colostomy was taken down. There were no complications and pt was doing well. Pt refused an optional hysterectomy to prevent recurrent actinomycosis infection. Brand of iud was not specified.